Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the threading of the trial stem broke off while the doctor was attempting to remove the reamer guide body and trial stem construct. The trial stem remained lodged inside the patient's humeral canal. Doctor had to remove excess bone to dislodge the instrument. No patient injury reported and the event lead to 30 minutes surgical delay due to the product problem.

Manufacturer narrative:
Integra has completed their internal investigation on october 25, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the returned device showed breakage at the base of the trial threads. No manufacturing defects were found and no intrinsic surface flaws were identified by dye penetration metallographic examination. Material evaluation also found that the heat treat condition might not be optimal for the required strength of the threaded connectors in the device. The investigation concluded that the failure mode could also be related to use technique. DHR review; a review of manufacturing records found no evidence of nonconformance that could have caused or contributed to the reported event. Complaints history; a review of complaint records during the last 2 years found 6 humeral stem trial complaints reported for breakage. During that period of time, there have been approximately 817 tss surgeries reported. This represents a complaint rate of 0.73%. Conclusion: (root/cause) root causes identified may be related to use techniques, such as mallet selection used for impaction or material/heat treatment combination.